Event description:
During an in-service for a hha, buttons stuck, when pump was returned to equipment technician, it was determined that the pump was "overshooting target pressure (50-215 mmhg). It was also noted by the equipment tech that the pump was reading "can't reach target" error when the actual pressure exceeds target". Pump passed all initial operational functional tests.